Manufacturer narrative:
A) the hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. B) concomitant bwi products: product: coolflow® irrigation pump, us catalog # cfp002, serial # (B)(4). Product: carto® 3 system: us catalog # fg540000, serial # (B)(4). Product: nav 8mm ez steer catheter: us catalog # unknown, lot # unknown. Product: cs ez steer catheter: us catalog # unknown, lot # unknown. Product: webster a curve auto ID catheter: us catalog # unknown, lot # unknown. Product: carto 3 system external reference patch: us catalog # unknown, lot # unknown. C) the patient return electrode involved is a non bwi product (product: valley lab / catalog # unknown / manufacturer: covidien). Per information received from customer, the manufacturer has been contacted to report this event. (B)(4).

Event description:
It was reported that a patient, (B)(6)., female, underwent a right-atrial flutter procedure with a stockert 70 rf generator and suffered a second degree skin burn. The patient's medical history is unknown. The patch was applied pre-procedure by staff. Patient returned from ep lab with care of burning sensation to left lower back area after patch removal. The patient fully recovered with no residual effects. The burn was medically treated with debridement and wound care. The physician¿s opinion regarding the cause of this adverse event is that this is device related due to product. This event was not a life threatening. The patient return electrode used was a non bwi product. Settings during the event include: power at 70 watts, minimum duration per ablation of 39 sec. While maximum time was 241 sec., total ablation procedure duration was 739 seconds. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient, (B)(6) female, underwent a right-atrial flutter procedure with a stockert 70 rf generator and suffered a second degree skin burn. The patient's medical history is unknown. The patch was applied pre-procedure by staff. Patient returned from ep lab with care of burning sensation to left lower back area after patch removal. The patient fully recovered with no residual effects. The burn was medically treated with debridement and wound care. The investigational analysis has been completed. A follow-up was performed with the account and service was declined. No further investigation could be done. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint was not confirmed. Management is notified of failure analysis through the monthly trending reports no significant trends have been identified at this time; therefore no CAPA is requested at this time.